Event description:
It was reported that "the magnet application causes three paced beats to occur, then reverts to a sinus rhythm; magnet was applied several times in different locations without going into asynchronous mode for more than 3 beats". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.